Manufacturer narrative:
The tech found the side rail was in the down position and no one at the account knew how the side rail had gotten broken. The tech replaced the side rail to resolve the issue.

Event description:
The tech alleged the side rail is broken at the top of the rail posts where the pt control unit and communication module mounts to the side rail posts. No pt impact.